Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The surgeon re-positioned the lens due to a refractive surprise but the problem was not resolved. The lens remains implanted.

Manufacturer narrative:
(B)(4). Method: medical review. Results: medical review - lens misalignment early after surgery, is usually due to inaccurate marking of the eye's axis or target axis, mild movement of the lens at the time of surgery (intra-operative maneuvers), early lens movement post-operatively when adjusting to internal spaces/structures, rotation, etc. Clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patients anatomical structure, a short lens, haptic position, etc.). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - a second intervention was done after careful evaluation of the residual error and lens positioning and this resolved the problem. After the second repositioning the ucva was 20/20.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens implanted.